Manufacturer narrative:
Report source. New technologies in spine. Kyphoplasty and vertebroplasty for the treatment of painful osteoporotic compression fractures. Steven r. Garfin, md, hansen a. Yuan, md, and mark a. Reiley, md. Comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature. Jason c. Eck, do, ms, dean, nachtigall, do s. Craig humphreys, md, scott d. Hodges, do. Device not returned, internal review of literature. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
In a review article, a meta-analysis of literature was done which mentioned a published article detailing an event that occurred in a patent who underwent kyphoplasty. It was reported that the patient had partial motor loss to the lower extremities, due to the position of the cement-filling device, with some of the cement delivered into the spinal canal. Surgical decompression was performed and significant recovery occurred.